Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-3138-35. Serial number: (B)(6). Batch/lot number: 7071915. Model/catalog description: lead extension kit 35cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: sc-3138-35. Serial number: (B)(6). Batch/lot number: 7072003. Model/catalog description: lead extension kit 35cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: sc-2408-74. Serial number: (B)(6). Batch/lot number: 3184678. Model/catalog description: avista MRI perc lead kit 74 cm. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the scs system due to an unknown reason. The location of the devices is unknown. No additional information is available at this time.